Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was harder to press. The customer also stated that the insulin pump had rejected new batteries, unexplained non delivery alarms, rainbow effect at times in bright light. The insulin pump takes longer to prime and customer was not getting a full prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. Device primed properly. No unexpected failed battery test anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).